Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
Device 3 of 3 reference MFR. Reports:1627487-2016-03215 & 1627487-2016-03216. It was reported the patient was no longer receiving stimulation. Diagnostics revealed both low and high impedance values for the scs leads. An sjm representative was unable to resolve the issue with reprogramming. X-rays revealed the leads had pulled out the scs ipg header. As a result, the patient underwent surgical intervention on (B)(6) 2016 during which the scs ipg was explanted and replaced and two scs extensions were added. Stimulation was restored following the procedure.